Event description:
During a laparoscopic hernia procedure, involving one pt reportedly, the instrument would not fire and did not form staples. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.